Event description:
It was reported to medtronic minimed that the customer experienced the pump was possible under delivering and high blood glucose. The customer reported hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1812. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1812. The customer will discontinue using the device, and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Unit was monitored and functioning properly. Unit verify bolus delivery and recorded at pump history. No alarm anomaly during testing. (B)(6) 2025 04:23:43.000 normalbolusdelivered (220) eventtype = 220 sourceid = 0 historyrecordlength = 26 systemtime = (B)(6) 2025 04:23:43.000 bolusprogrammingmethod: manualbolus (0) bolusnumber: 46 presetbolusnumber: nonpreset (0) normalbolusamountprogrammed: 33000 (3.3 u) bolusamountdelivered: 1500 (0.15 u) pump passed the dat at 0.0871 inches. Unit care link and pump history was download successfully. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: no cosmetic damage found. Unit passed required testing. Not confirmed possible over delivery anomaly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.